Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient at the hospital for surgery (unrelated to dexcom) was anxious, nauseated, and short of breath. The blood glucose reading was 400 mg/dl from the lab draw and the cgm was reportedly lower, although cgm value was not provided. Of note, the patient uses an omnipod 5 pump and was noted to have hyperglycemia with low bias inaccuracy days prior. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin. His scheduled surgery was cancelled. At the time of the report, the patient was in the emergency department but reportedly stayed for less than an hour. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.